Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, a non-zoll battery was installed in the device and overheated. The device's battery well was warped and was unable to power on via battery. Complainant indicated that there was no pt involvement in the reported malfunction.